Manufacturer narrative:
H.6. Investigation summary: three samples received for investigation. Test were performed including volumetric pressure, visual inspection, and plunger release force, the test were compliant no defect observed. During the leakage test, two of the three samples analyzed leaked due to a deformation of the syringe tip, however it in unsure whether the defect was present prior to sample manipulation. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. After the tests performed, no product defects were found that could cause problems of release, in addition, the customer reported that the defect occurred at the time of trying to release the insulin, so it is possible that the needle used during treatment could be defective. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. H3 other text : see section h.10.

Event description:
It was reported that a draw issue occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "plunger on the syringe will not release the insulin once its in." 3 occurrences were reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8222927. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-11-12. Medical device lot #: 8222973. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-25. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a draw issue occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "plunger on the syringe will not release the insulin once its in." 3 occurrences were reported.